Event description:
Reason(s) for revision: pain and noise.

Event description:
Asr revision; right asr xl; reason for revision: pain.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected: date of event. New etq record created in order to update etq (legal system) complaint (B)(4). Reason for original complaint ¿ asr revision to take place (B)(6) 2012. Right, asr xl, reason(s) for revision: pain. Update: added lot no, added 2 products, added further reason for revision and patient details. Received: october 25th 2012. Reason(s) for revision: pain and noise. Update 23 jun 2017: additional information received. Date of implant has been corrected. This complaint was updated on 05 jul 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.